Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 03-apr-2024. H.6. Investigation summary: bd received thirty-seven (37) samples and three (3) photos for investigation. The photos were reviewed and the indicated failure modes for damaged (chipped) product and underfill were observed. The returned samples could only be visually examined as some tubes appeared to be used prior to arriving. Thirty (30) of thirty-seven (37) returned samples were randomly selected and the issue of damaged (chipped) product was observed. Additionally, thirty (30) retention samples from bd inventory, were evaluated by visual examination and the issue of damaged (chipped) product was not observed. Also, twenty (20) retention samples from bd inventory, were evaluated by functional draw testing and the issue of underfill was not observed as all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of damaged (chipped) product and underfill. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there were 2 tubes with molding defects on the cap and one tube that underfilled. There was no report of patient impact.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there were 2 tubes with molding defects on the cap and one tube that underfilled. There was no report of patient impact.